Event description:
It was reported that the pump displayed error message 41786. It occurred during testing. There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was confirmed through the issue of, error code 41786, and the reported issue was confirmed. Visual and functional testing was performed. The pwa board was replaced. Unable to retrieve event log due to defective pwa. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.